Event description:
The patient subsequently reported that she had to see a physician to have her device reprogrammed after it was reset when a magnetic wand was placed over the device during an airport security scan.

Manufacturer narrative:
This investigation will be updated should additional information be provided or if the device is returned for analysis.

Event description:
Boston scientific received information that a health care provider (hcp) had contacted boston scientific personnel for information regarding pacemakers and airport security measures. Hcp indicated the information was needed for a deposition for a legal case the patient had filed due to concerns regarding her implanted pacemaker being affected when passing through airport security. The timing, nature and extent of the product issue were not provided to boston scientific, nor was there any information provided regarding whether there were related patient effects. No previous issues or allegations are on record with boston scientific for any of the patient's products, although there was a longevity estimate request about 19 months before this device's replacement where it was mentioned that the patient had been at an airport a year before. This device was reported as explanted for normal battery depletion. A boston scientific field representative subsequently confirmed that the device was replaced due to an elective replacement indicator, but he was not aware of any allegations regarding the device or the legal claim.

Manufacturer narrative:
This investigation will be updated should additional information be provided.